Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with low blood glucose levels. The customer's blood glucose level was 38mg/dl. The customer declined to troubleshoot for the lows. The customer states they will be speaking with their diabetes educator to resolve issues. The customer states they are a brittle diabetic. The customer mentioned being hospitalized for foot infection, not diabetes. The customer states they were treated with IV drips and was off the pump. No further assistance provided.